Event description:
It was reported by a customer via phone call that a perfusionist in (B)(6) experienced multiple catheter restriction alarms on the intra-aortic balloon (iab) across several different patients. No specific patient details or adverse events were provided. Getinge personnel advised the customer that, due to geographical coverage, they would need to contact the designated emergency support line for their region (mexico territory). The customer declined this recommendation, stating it would be a waste of time. A follow-up interaction between getinge personnel and the customer indicated that the customer had previously engaged with getinge representatives and expressed that all concerns were resolved at that time. No additional technical details, device identifiers, or event-specific information were provided.

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. The catheter restriction alarm indicates that the intra-aortic balloon (iab) cannot inflate or deflate normally because airflow through the catheter or tubing is blocked. When this occurs, the cardiosave automatically enters standby and keeps the balloon deflated to avoid unsafe pumping. Causes of a catheter restriction alarm a catheter restriction may result from: mechanical obstruction: kink, bend, or compression in: iab catheter, extracorporeal tubing, extender tubing. Incomplete unfolding of the iab membrane: a partially folded balloon cannot fully expand, causing abnormal pressures. Balloon not fully exited from the sheath: the sheath restricts the balloon if insertion is incomplete. Off-label use: for example, axillary insertion (not recommended in IFU) can increase risk of restriction. System response: the iabp enters standby. The balloon remains deflated until the user resolves the issue and restarts pumping. User troubleshooting per cardiosave IFU: if catheter/tubing is restricted, inspect all tubing for kinks or compression, correct the restriction and press start to resume pumping. If the balloon membrane is not fully unfolded: aspirate to confirm no blood return. Manually inflate/deflate the balloon with 30 cc of air via syringe. Press start to autofill and resume pumping. If balloon is still in the sheath: verify catheter markings to confirm full exit from sheath. Reposition sheath per IFU if necessary. Press start to resume pumping. Root cause categories: mechanical obstruction - restricted airflow through catheter/tubing. Membrane restriction - balloon membrane not fully unfolded. Sheath restriction - balloon partially inside sheath. Off-label use - insertion through non-recommended anatomical sites. Ufmea findings (cardiosave): use error such as failure to press the iab fill key or failure to troubleshoot alarms is documented as a known risk mode. Alarm categories are defined in the operating instructions (technical, high/medium/low priority, informational). Dfmea review (iabs, dfmea 08-115-01 rev ad): failure modes associated with airflow restriction include: catheter kinking during tray removal. Kinking during insertion or sheath passage. Damage to catheter or extender tube inability to verify iab position leading to membrane restriction. Inadequate gas passage during therapy. All have: severity 2-4. Occurrence = 1. Risk index = 0. Demonstrating acceptable and controlled product risk. Labeling review: across multiple iab product ifus (linear, mega, sensation, sensation plus, transray, yamato plus, transray plus), alarms such as "check iab catheter" and troubleshooting steps (iva1-iva4) are consistently included. Based on available information, proper IFU adherence could not be confirmed, but the labeling fully covers this failure mode. Overall conclusion: the catheter restriction alarm is triggered by any condition that obstructs airflow to/from the iab, preventing normal inflation/deflation. It is addressed in both cardiosave IFU and iab ifus, with clear troubleshooting instructions. Dfmea and ufmea review show the risk is well-characterized and within acceptable limits. Complaint data reveal no trend, no CAPA need, and no indication of manufacturing defects or non-conforming product. No escalation is required.